Event description:
It was reported that during the use of the product, the pilot balloon got detached from the inflation line. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. One used decontaminated sample was received for evaluation. The sample was received in used conditions without its original packaging. Visual testing was performed. Under visual inspection it was noticed that the inflation line was detached from the pilot balloon. Two pictures of the reported unit were sent to the supplier for further analysis. Analysis of two pictures provided to the supplier, was conducted by the supplier and in one of the pictures it could be observed a top view of the tracheostomy while in the other it was focused to show the detachment between the pilot balloon and the tube; the failure mode report is confirmed. A non conformance report (ncr) was created to perform a complete cause analysis for the failure mode reported for inflation line detached, which concluded design validation as causal factor; to expand this investigation a corrective action and preventive action (CAPA) was also originated to give follow up to the investigation to determine complete cause for this failure mode.